Manufacturer narrative:
Correction: g3 should be nov 18, 2022 instead of nov 18, 2021.

Event description:
New information received notes the implantable cardioverter defibrillator (ICD) continued to show post-paced t-wave oversensing (pptwos). No changes were reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not provided.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing leading to inappropriate anti-tachycardia pacing. Programming changes were discussed but not performed. The patient had no adverse consequences.